Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient was calling to make an adjustment, because since implant, it was not working for their bladder symptoms. The patient stated they had gone to their managing health care provider (hcp) office where they met with a nurse practitioner np) and they tried "resetting it," however the patient was still having problems and they were having to wear diapers all the time. The patient was able to connect to their settings on the call and their stimulation was on. The patient increased the stimulation on that program to where they felt the stimulation comfortably at 1.5 ma, however it was felt at the implant site (the patient stated it was in their hip where the implant was). Patient services reviewed stimulation and therapy expectations and had the patient switch to another program and the patient confirmed feeling the stimulation comfortably in the bike-seat region at .7 ma. The patient was going to monitor their symptoms now that a change had been made and reach out to their hcp about their symptom concerns if the issue didn't resolve.

Event description:
Additional information was received from the patient. They reported that they're still having bladder control issues and requested assistance in making an adjustment. With instruction, patient connected and made a slight adjustment and then set it back by .1. Patient to monitor and track symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They called back and reiterated it still wasn't working for their symptoms. The patient connected on the call and increased their stimulation from .6 ma on program 3 to .7 ma where they felt it comfortably (and slightly) in the bike-seat region. Patient services reviewed therapy expectations with the patient and the patient stated they weren't feeling the stimulation as much after a bit. Patient services offered to assist the patient in increasing, however the patient wanted to leave the setting where it was. Patient services reviewed to monitor the patient's symptoms and if the patient still didn't feel like therapy was helping, that they should follow up with their managing health care provider (hcp) regarding their symptom concerns. The patient was going to continue to monitor their symptoms and follow up with a hcp on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back because they wanted to try another setting. The patient reported that in the last two mornings, when they got up, they've been feeling really dizzy. The patient stated they knew it was probably not related but they also stated they felt like the stimulation they previously adjusted it to during their last call was too strong. Troubleshooting assisted the patient in connecting to their therapy settings and the patient was at .7 ma. The patient was surprised because they had written down that they increased it to 1.7 ma the last time. Troubleshooting reviewed with the patient that it had been discussed during the last call that the patient increased to .7 ma when they increased last. The patient then decreased the stimulation down to .5 ma and they confirmed feeling the stimulation comfortably in the bike-seat region. The patient was going to monitor their symptoms now that a change had been made. Troubleshooting also reviewed the patient therapy manual and the appl ication manual and redirected the patient to talk to their hcp about being dizzy the past two mornings. The patient stated they would talk to their hcp about the issue.